Manufacturer narrative:
Inspected 1 opened/used sensor and found sensor cannula broken with missing broken part see attached file for details. Unable to confirm customer received sensor damage due to customer returned opened/used.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 73 mg/dl, 115 mg/dl and the sensor glucose was 45 mg/dl and 60 mg/dl. Insulin delivery was suspended due to sensor glucose values. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis.